Manufacturer narrative:
Device problem code updated.

Manufacturer narrative:
Investigation results and conclusion code grids updated.

Manufacturer narrative:
Customer site updated.

Event description:
This report is based on information provided by philips remote service personnel and will be investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating that during an emergency call, when entering the patient into the electrocardiogram (ECG), the left part of the display was partially inoperable. The user notes it was difficult to select the letters a and 0 and the calibration was shifted. The user also notes sometimes the letter cannot be selected, or it is necessary to use the box next to it, left or right side. Calibration was performed, but the issue was not resolved. A request for additional information regarding the incident has been sent and the response is not yet received. There was no report of actual harm reported with this complaint.